Event description:
It was reported that balloon rupture occurred. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during multiple inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.